Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a checkout procedure on the external pulse generator (epg) the output was low. It was noted that a defibrillator analyzer was used and it was advised to use a pacer analyzer and try again. The status of the epg is unknown. There was no patient involvement.